Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria due to critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the critical errors were confirmed and indicated the internal battery had permanently failed. No repairs were performed and the device was scrapped.